Event description:
The clinician reported that on the day of attempted placement of the dental implant in ada site 21 in the patient's mouth, the implant did not achieve primary stability. The site was grafted. The clinician reported that due to the patient's excessive bleeding after extraction, another implant was not placed in the same site. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.